Event description:
It was reported by the customer that the display was distorted on an 840 ventilator. Covidien service engineer (se) inspected the device and replaced the graphical user interface (gui) and backlight printed circuit boards (pcb's). Unit passed the performance verification test (pvt) at the time of service. There was no patient involvement at the time of the reported condition.